Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a device or disposable malfunction, deficiency or defect reported for this event. The pdrn suspects touch contamination as the cause of the peritonitis resulting from inappropriate disconnection of the patient from pd treatment by ems personnel. However, it is unknown if the patient had already developed peritonitis causing the back and abdominal pain for which ems was called to treat. A culture result of staphylococcus epidermidis suggests a breach in aseptic technique as this organism is part of the normal flora on human skin accounting as the most frequently identified cause of pd associated peritonitis. The time that the peritonitis was developed cannot be confirmed; however, based on the available information of the culture growth and the fact that there is no allegation of a malfunction, defect or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they experienced peritonitis in may. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was in treatment with the liberty select cycler and cycler set on 02/may/2019 when she began to experience back and abdominal pain. The patient¿s spouse called 911 and the patient was transported to the emergency room (ER) via emergency medical services (ems). The patient was admitted to the hospital and a pd effluent culture was obtained. The white cell count was >2,000 (unknown units), but the initial culture was negative for growth. A second culture was drawn on an unknown date which resulted positive for staphylococcus epidermidis and gram-positive cocci in clusters. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime and vancomycin (dose, frequency and duration unknown). Additional hospital course unknown. The patient did continue pd treatment during hospitalization. The patient was discharged to home on (B)(6) 2019. A repeat culture obtained at the pd clinic on (B)(6) 2019 resulted in no growth. The suspected cause of the peritonitis is touch contamination by the ems personnel that transported the patient to the ER for back and abdominal pain. However, it is unknown if the pain was related to peritonitis or if the peritonitis was a result of the possible touch contamination when the patient was being treated by ems on 02/may/2019.